Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier login was not working properly. A technical support specialist (tss) remoted into the station and followed the knowledge article titled bioid lumidigm update package 1.3 release for es failure recovery fix to resolve the issue. After completing the steps, the customer tested the biometric identifier functionality and confirmed successful operation. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric login was not functioning properly, requiring multiple attempts to log in, this issue started after the most recent pyxis upgrade. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.